Event description:
The customer reported obtaining quality control (qc) results which recovered out of the laboratory's established ranges for all levels from the lh 500 hematology analyzer. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. A field service engineer (fse) was dispatched for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the blood sampling valve (bsv) to resolve the issue. (B)(4).